Event description:
It was reported the unit emitted sparks. Visual examination of the switch and its components revealed no deviation from our specs. The switch was activated through several cycles, and we were unable to detect any defect in the operation of the switch or the unit itself. There was no evidence of any spark or defect in the electrical continuity. Although no defect was found, we replaced the unit as a precautionary measure.